Manufacturer narrative:
Record review revealed no additional information related to the complaint, therefore the probable cause selected is "no problem detected".

Event description:
A report was received that an rf electrode became detached from the hub. The electrode will be sent back for analysis. Additional information was received that the device was not returned for analysis.

Event description:
A report was received that an rf electrode became detached from the hub. The electrode will be sent back for analysis.